Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform displacement test due to blank display. Unit received with broken battery cap assembly. No physical damage to reservoir tube lip noted. Unit received with minor scratched display window and case. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment had crack. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.